Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2017. Upon interrogation of the device, phrenic nerve stimulation caused by the left ventricular lead was observed. The device was reprogrammed to a different vector and the patient felt better. The patient presented in clinic for 6-month follow-up. Upon interrogation of the device, the left ventricular lead exhibited a capture anomaly on the vector the device was reprogrammed to resolve the phrenic nerve stimulation. The patient was stable before, during and after the interrogation.

Manufacturer narrative:
Did not include repositioned date in supplemental report submitted on 05/01/2018. Correction: did not include chest x-ray confirmed dislodgement in supplemental submitted on 05/01/2018.

Event description:
The lead was repositioned on (B)(6) 2018.

Event description:
New information noted that a chest x-ray prior to procedure, confirmed that the left ventricular and right atrial lead had dislodged. Upon removing the device from the pocket, the physician commented that there was evidence of twiddler¿s syndrome. The right atrial lead was attempted to be repositioned but the helix mechanism was no longer working. The lead was explanted and replaced. The left ventricular lead was repositioned successfully.